Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with fracture at c1/2 due to trauma and underwent magerl procedure at c1/2. During the surgery, while drilling through the guide wire, the base of the drill's tip was broken near the c2 fracture surface. Because it was able to pull it out, additional drilling was performed with another instrument, and the operation was completed with no problem. The product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed the cannulated drill tip is fractured at the weld between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. It appears the tip of drill broke due to bend stress overload. If information is provided in the future, a supplemental report will be issued.